Event description:
It was reported the device temperature was too high and device could not be calibrated. No patient involvement reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with cracks around the reservoir tank corners, contaminated reservoir tank with dark foreign material, worn line cord, old style printed circuit board (pcb) and drain fitting. Reflux plug was missing. Installed temperature check due april 2022 and powered on device. Technician was able to duplicate reported issue. The reported issue was found to be caused due to corroded thermistor. The root cause of the reported issue could not be determined with the provided information. No action will be taken due to the age and condition. Device deemed beyond economical repair and will the scrapped.